Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It was noted that the end user refuses to provide any additional product/event details. Should additional information become available a follow-up report will be submitted. Reported to the FDA on august 07, 2015.

Event description:
End user reported that he presented with ulcers in the stoma. No other information was provided.